Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clips do not hold onto the vessel and also the clips ejected from the device and fell into the pt. The clips were retrieved and another er320 was used to complete the case.